Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered halfway through treatment. There was fluid leaking from the patient line, however no fluid found in or around the cycler. The cycler did alarm with a filling slowly alarm during treatment. A slit was found halfway down the patient line tubing. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was instructed by the peritoneal dialysis registered nurse (pdrn) to skip the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered halfway through treatment. There was fluid leaking from the patient line, however no fluid found in or around the cycler. The cycler did alarm with a filling slowly alarm during treatment. A slit was found halfway down the patient line tubing. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was instructed by the peritoneal dialysis registered nurse (pdrn) to skip the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.